Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure: deformity case idiopathic, levels implanted: t2-l5 it was reported that, intra-op, the set screw peeled off. Product came in contact with the patient. No patient complications were reported. The fragments are so small that it would be impossible to know if they are indeed left behind. They did a wash post procedure.

Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue.